Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that during their pacemaker implant procedure, the physician came in very angry and was ranting and raving to the nurses. The patient further explained "I was on the table and he started pounding with his hands on my chest. It didn't seem right. They sent me home and never took my vitals. I couldn't breathe at home. I stayed in bed all day and night. I got out of bed the next morning and my friend took me back to the hospital where they found I had hole in my lung. The doctor pushed so hard there was a hole in my lung." The system remains in use. No further patient complications have been reported as a result of this event.